Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d10. Zoll medical corporation evaluated the device (sn# (B)(6)) and the customer's report was not replicated during testing. The log and clinical files did not contain the reported event, as the data appears to have been overwritten during subsequent use. The returned pads were tested and passed continuity and pacing verification using a test device. The device was recertified and returned to the customer. The pads were scrapped after testing. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a male patient (age unknown), the device failed to capture the patient's heart rhythm. Complainant indicated that the clinician obtained another set of pads to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.